Manufacturer narrative:
Due to character limit in block e1, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iabc trp4046 was inserted for post-pci support in a patient with acute myocardial infarction (ami). During fluoroscopic confirmation in the cardiac catheterization laboratory, the catheter was observed to have shifted distally toward the abdominal region. Multiple repositioning attempts were made over the guidewire; however, the issue could not be resolved. Following a clinical risk assessment, the iab catheter was removed. Although replacement was considered, the patient¿s blood pressure remained stable, and iab therapy was discontinued in favor of medication management. No adverse health effects were reported in the patient. The catheter was inserted by a cardiologist in the cardiac catheterization laboratory using the original sheath introducer and the supplied 0.025-inch × 145-cm guidewire, following the instructions in the package insert. The insertion was performed through the right femoral artery. The patient¿s vascular condition was described as moderately tortuous and mildly calcified, and no issues were encountered during guidewire or sheath introducer advancement. The returned components included the catheter, extension tube, and sheath introducer. An investigation has been requested to determine whether there are any signs of kinking, deformation, or catheter shaft weakness that may have contributed to the positional shift observed during the procedure. No harm reported.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure and extender tubing were also returned. No kinks or damage was observed on the returned iab catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The iab was tested and no abnormalities were detected. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.